Event description:
It was reported that 30 ml bd luer-lok¿ tip syringe boxes were missing labels. This was discovered before use. The following information was provided by the initial reporter: material no. 302832; batch no. 9149628. It was reported boxes were missing labels. The site received a total of two boxes of item 302832 on po: (B)(4) that are missing labels. We are unable to complete goods receipt for the boxes without labels as this is a requirement for check in due to use in manufacturing.

Manufacturer narrative:
H.6. Investigation summary: two cases and two photos were provided by the customer for investigation. The two returned cases were visually examined and were found to contain white labels on them with handwriting on them. The proper identification labels are not present on the cases. Two photos were also provided by the customer for investigation. The photos show the two cases on a desk from two different angles. The proper identification labels are not present on the cases. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Cases are automatically checked by a camera system for the presence of a label and proper printing on the label. It is likely that the camera system rejected the cases for improper label print and that an associate placed the cases in the cube without verifying that the labels were printed correctly. Bd acknowledges that the two returned cases were not properly labeled. As a means of raising awareness to the issue observed by the customer a quality alert will be issued to the associates involved in the production of this material. This alert will be shared at shift startup. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 30 ml bd luer-lok¿ tip syringe boxes were missing labels. This was discovered before use. The following information was provided by the initial reporter: material no. 302832, batch no. 9149628. It was reported boxes were missing labels. The site received a total of two boxes of item 302832 on po: 7000027787 that are missing labels. We are unable to complete goods receipt for the boxes without labels as this is a requirement for check in due to use in manufacturing.